Event description:
It was reported that the user experienced an unresponsive half of the ilet screen and, upon inspection, the screen was found cracked, rendering the device¿s functionality in question and voiding water resistance. Symptoms included impaired ability to interact with the device due to the damaged display. Outcomes included provision of a replacement device, user counseling to maintain backup therapy, and instructions to sync data to the mobile app, shut down the device, and return the broken unit using a provided shipping label. Investigation included collection of device information and arrangement for return of the damaged unit for assessment. Investigation of this case revealed a cracked display screen consistent with physical damage affecting the user interface and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress.